Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis confirmed initial findings. The complaint of "stiff" could not be fully tested as the instrument has a broken coupling and cannot accept an mcs tip accessory, and as such the instrument cannot be installed on the system. While manual articulation of the instrument does not appear to encounter excessive friction, this test is not as comprehensive as an on-system test and cannot confirm nor deny the customer reported complaint. The instrument was found to have a broken coupling. The coupling is the component located at the distal end of the distal drive rod and is the component that accepts the ball from the mcs tip accessory. The coupling was broken and not returned with the instrument. As such the instrument can no longer accept an mcs tip accessory. The instrument also exhibits a broken tube adapter, and it is feasible that the same event where the tube adapter broke also resulted in the coupling break.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was unable to be tested for intuitive motion due to the fact that it was returned damaged. The instrument was returned with a broken drive rod at the distal end. The instrument was also returned with a broken tube adapter. As a result, the mcs accessory tip could not be installed on the instrument. The instrument was found to have the drive rod broken at the distal end where the mcs tip accessory attaches to. The broken piece measures approximately 2.60mm x 3.83mm and was not returned with the instrument. The instrument was found to have a detached fragment. The detached fragment was a result of the broken drive rod. Detached fragment was not returned. The instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 0.97mm x x1.85mm in size. The instrument will be transferred to engineering for further review. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was stiff. The procedure was completed with no reported injury.